Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient had dynamic stabilization at l4-5 level 5 years ago. Had little relief and continued to have back pain and right leg pain. Recently found a problem with the hardware and the patient elected to have the hardware removed and have decompression at the l3-4 level. A revision surgery was performed and the hardware was noted to have been fractured.